Event description:
It was reported, the patient had her first battery replaced due to infection. It was reported, the patient¿s infection occurred around the ¿last of july.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient (B)(4).